Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 20x3.25 mm balloon ruptured at 14 atms on the third inflation. The first inflation was to ten atms. The pt's condition remained stable during this event. The lesion being treated was a calcified, 9o% stenotic lesion in the distal right coronary artery. The maverick2 monorail balloon was removed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.